Manufacturer narrative:
Per the clinic, the patient experienced a small pinhole break in incision line with small crust and followed by wound breakdown/dehiscence. The patient underwent wound debridement on (B)(6) 2024, in order to clean the wound with betadine and resuture. Subsequently, the patient was hospitalized (specific date not reported) and was treated with IV antibiotics (specific date not reported) for a duration of 4 weeks and followed by oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.